Event description:
The dental assistant went to position the tubehead over the pt and the horizontal arm broke loose where it meets the master control. The arm and tubehead fell with the tubehead hitting the chair where the pt was sitting.

Manufacturer narrative:
There was no pt injury with this event. The casting cracked and the shaft came out of the bushing. The 27" horizontal arm is being replaced. The tubehead was not damaged.